Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was further reported that the right ventricular (rv) lead exhibited varying thresholds and varying impedance. It was also reported that the rv lead and implantable pulse generator (ipg) set screw were revised. The rv lead and ipg remain in use. No further patient complications have been reported as a result of this event.